Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, investigation conclusion and component code. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the device provided by the site revealed a kink on the sheath shaft just distal to the comnut on the strain relief likely after the valve was pushed through. One strut appeared bent outward at the inflow side underneath sheath. Imaging of the patient screening studies was provided, and it was observed that the patient's right iliac had the presence of tortuous leg anatomy. The complaint for frame damage was confirmed based on the relevant imagery provided. Tortuous patient anatomy can create sub-optimal angels that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicate of the presence of vessel tortuosity. Per the event description, the operator exerted more force onto the delivery system. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Available information suggests patient factors (tortuosity) and/or procedural factors (high push force) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure, it was very hard for the surgeon to push the commander delivery system as it was going through the 16 fr esheath+ and the esheath+ kinked. The interventional cardiologist took over and pushed the delivery system with more force to get the 29mm sapien 3 ultra resilia valve to come through the end of esheath+. After a couple of attempts, it was noticed under fluoro that one of the tines of the valve (opposite side of skirt) was bent out. It was decided to remove all three devices as one unit. There was no withdrawal difficulty experienced. A new 29 sapien 3 ultra resilia, delivery system and esheath+ were used to complete the procedure successfully. The first system, valve and esheath+ were discarded by staff. A photo of the affected devices was provided; a preliminary review of the photo was performed, and the following was observed: the first valve is inside the esheath+ shaft with a tine protruding, but without breaking, the strain relief material.

Manufacturer narrative:
Investigation is ongoing.